Event description:
Pt underwent cataract surgery on 7/24/96, and implantation of a intraocular lens was attempted by the surgeon. However, the lens tilted sideways during insertion and flipped in the pt's eye. The surgeon noted that the posterior capsule was torn and he performed a vitrectomy.